Event description:
A healthcare facility reported via our distributor that an mr290hfv autofeed humidification chamber cracked during use with a sensormedics 3100 b ventilator. They reported the chamber cracked during use, that it took about 6-8 hours for this to occur and that the pressure settings on the ventilator had a mean of 35 cm h2o (3.4 kpa) and an amplitude of 120 cm h20 (11.8 kpa). No pt consequence was reported.

Manufacturer narrative:
The returned humidification chamber was visually inspected for cracks. Results: the chamber dome has a vertical crack starting at the cleft of the front baffle extending towards the base of the chamber. The mr290 user instructions state a maximum operating pressure for the mr290 of 8 kpa. Under the mean and amplitude (delta p) ventilator settings stated in the event description, the maximum pressure would be 9.3 kpa. We were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: the mr290hfv chamber cracked as a result of stresses induced by the pressure oscillations of the ventilator. The chamber was used under a higher pressure than the maximum specified in the user instructions. As part of a CAPA related to mr290hfv cracks with sensormedics 3100 b ventilators, fph has updated the mr290 user instructions to include a warning that states "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." Our monitoring and trending of complaints involving cracks in mr290hfv chambers with the use of sensormedics 3100b ventilators has a rate in the last year.